Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Month and day unknown. Only year (2017) is known. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the "handle was broken during firing", did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the device handle was broken during the firing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5725e. Device evaluation: the analysis results found that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.